Event description:
It was reported that patient states trying to change therapy. Patient is in group b and the right has an up and down arrow but the left does not. Patient states they want to go up a tenth but it says revert to group b. Agent reviewed it seems patient only has access to change the right side. Patient states changing to group c but was shaking so went back to group b. Agent redirected to hcp. Patient states doctor will be out until on (B)(6) and they will call to see if there is another doctor that can help. Patient states finding out there is an impedance issue on one of the groups. Patient states being told they would need to have surgery to resolve the issue with the impedance but patient states there is a risk of a stroke. Patient states they were told they did not have to use the group with the impedance issue. Patient does not know what group that is. Patient mentioned having leads implanted for the other s ide of the brain on (B)(6) 2024. See 609101609 for EKG interference.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.